Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead was severed and only the proximal segment 64 millimeters from the terminal pin was returned. Analysis indicated a lead fracture could not be confirmed with the lead segment that was returned.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during a normal device change out, this left ventricular (lv) was found to be fractured. The field representative indicated lead measurements were checked prior to the procedure and all measurements were within normal limits. It is unknown if the lead was cut during the dissection. The lead was surgically abandoned. No adverse patient effects were reported.